Event description:
It was reported that the patient stated their artificial urinary sphincter was no longer functional and they have been recurrent incontinence. No additional patient complications were reported.